Event description:
New information received notes that the patient had a 3rd degree atrio ventricular block.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the patient presented for a scheduled generator replacement procedure on (B)(6) 2018. Upon testing, it was determined that the ventricular lead did not capture when programmed to bipolar pacing. There were no other electrical anomalies. The lead was capped and replaced during the same procedure. Patient did not experience any symptoms and was stable throughout the procedure.